Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 10.9mmol/l at the time of the incident. It was reported that the insulin pump was exposed to moisture when customer went swimming. It was reported that the insulin pump had blank screen and did not react to battery change or button push. It was also reported that customer confirmed that insulin was secured prior to swimming and only swam in baby pool. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.